Manufacturer narrative:
This report is being supplemented to provide review of device history records (DHR). A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device return was evaluated. Inspection found the seal on the syringe is broken. The stylet was not present upon receiving the device. The sheath was found removed from the needle, making it impossible to retract the needle. The handle actuates and is able to lock into place. The depth setter is able to lock into place. The handle was intact. Locking features move freely and stay in place when locked. Due to the sheath being removed from the needle, the needle is not able to be retracted and protrude to the correct depth. The sheath adjuster screw is able to lock and unlock, and the connecting slider is able to move back and forth. The needle tip is not bent or fractured.during evaluation, to replicate the reported event, water was to be pushed through the needle, however, it could not due to it was clogged. After, the needle was placed into detergent to unblock the clog, another test performed, the clog remained. Under a microscope, a small tear could be seen approximately 1.25 inches form the distal tip. Based on evaluation findings the reported complaint of the needle leaking was not able to be replicated, however the complaint can be confirmed likely due to a small tear. The observed failure is a known phenomenon resulting from forcing the device through resistance.IFU (instruction for use) states: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor the field performance of this device.

Event description:
When flushing the needle with saline nacl (sodium chloride), droplets are visible on the side of the needle and the liquid flows out of the needle on the side instead of at the tip. The issue occurred during an ebus (endo bronchial ultra sound) procedure with fna (fine needle aspiration). The intended procedure was competed using another needle. The lot number used was not provided. There was patient harm, no user injury reported due to the event.